Event description:
This complaint is a duplicate complaint of (B)(4) (reported under the reference 0009613350-2017-00198) and therefore (B)(4) is being set to "not a complaint". Please delete this report from your database.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. This complaint is a duplicate complaint of (B)(4) (reported under the reference 0009613350-2017-00198) and therefore (B)(4) is being set to "not a complaint". Please delete this report from your database. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item# 00.151505.444, lot# 61869990, item: liner and shell with plastic barrier 44 mm i.d. 54 mm. Item# 00771100900, lot# 62246921, femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 9. This product is manufactured by zimmer biomet (B)(4) is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k073567. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient received a pain treatment approximately one year post implantation due to pain and some problems with walking. Attempts to obtain additional information have been made; however, no more is available.